Manufacturer narrative:
Additional information - block d4 (UDI). Investigation results. As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production.the review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence(2)5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report. Similar device was marketed in us.

Event description:
It was reported that there was an issue with kf227t targon pft telescrew 100+5mm. According to the complaint description, the sleeve part was backed out. There was a complaint of pain from the patient, and when took a x-ray picture, the back out of the sleeve part was discovered. Revision surgery: at this time , not done yet. So the sample is not available. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00030 ((B)(4) kf002t). 9610612-2021-00031 ((B)(4) kf227t).